Event description:
An other healthcare professional reported that there was no perforation was noticed in the sleeve during cataract intraocular lens implant surgery. The procedure and patient harm details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An image provided by the customer shows a low resolution image of a pink sleeve without the irrigation holes at the tip. The supplier manufacturing process for the infusion sleeves involve molding the sleeve, and then the final tip punch step where the irrigation holes are formed. The supplier also performs a sampling inspection after the cut and punch operation. Furthermore, it should be noted that the directions for use state that good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The root cause of the customer's complaint of no hole and blocked aspiration is related to an error caused during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier manufacturer will be notified and made aware of this complaint issue. No further action will be taken for this occurrence. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).